Event description:
Patient representative reported intensive pain in the armpit and breast, significant weight loss, deformation of the breast. Healthcare professional later reported extreme touch and tactile sensitivity and capsular contracture, baker grade IV. This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.